Event description:
It was reported that a tubing leak occurred while dopamine was infusing on the progressive care unit. The clinician believes the leakage occurred ¿on the bottom of the chamber¿, around the lower portion of the tubing by the blue clamp. However, the exact location was not confirmed. No patient harm occurred from this leak. ¿it was caught very quickly and the patients blood pressure was maintained¿.

Manufacturer narrative:
The customer complaint of tubing leak could not be confirmed due to the product was not returned. A photo of a set inside a zip log bag was provided by the customer. However, no leaks could be observed per photo provided. The root cause of this failure was not identified as no product was returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a tubing leak occurred while dopamine was infusing on the progressive care unit the clinician believes the leakage occurred ¿on the bottom of the chamber¿ around the lower portion of the tubing by the blue clamp, however, the exact location was not confirmed. No patient harm occurred from this leak. ¿it was caught very quickly and the patients blood pressure was maintained¿.